Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products: ribfix blu 8 hole straight plt cat# 76-2601 lot#ni. Ribfix blu 12 hole prebent plt cat# 76-2602 lot#ni. Ribfix blu 12 hole prebent plt cat# 76-2602 lot#ni. Ribfix blu scr s/d-lk 2.4x8mm cat# 76-2408 lot#ni x qty: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2021 - 00212. 0001032347 - 2021 - 00213. 0001032347 - 2021 - 00214. 0001032347 - 2021 - 00215. 0001032347 - 2021 - 00216. 0001032347 - 2021 - 00217. 0001032347 - 2021 - 00218. 0001032347 - 2021 - 00219. 0001032347 - 2021 - 00220. 0001032347 - 2021 - 00221. 0001032347 - 2021 - 00222. 0001032347 - 2021 - 00223. 0001032347 - 2021 - 00224. 0001032347 - 2021 - 00226. 0001032347 - 2021 - 00227. 0001032347 - 2021 - 00228. 0001032347 - 2021 - 00229. 0001032347 - 2021 - 00230.

Event description:
It was reported that during an initial ribfix blu procedure, after one plate had been implanted, the posterior end of the plate came off the rib and pulled the 8mm screws out. This implant was removed and that rib was left unplanted. The surgeon then used 12 hole implants over the next two fractures to span the load over the ribs. In postoperative CT scans, it was noticed that screws had begun to back out and one of the plates was gradually coming off the rib. Additionally, 4 new fractures were found. No additional medical intervention is planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.